Event description:
It was reported that, attempted to put 1st anchor in, tip broke, retrieved anchor and tip, attempted insert 2nd anchor, metal tip bent, inserted 3rd anchor, this time using awl and anchor implanted successfully, very hard bone.

Manufacturer narrative:
Additional information will be provided once investigation is completed.